Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 13-may-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter email address is not available / reported. Section e.1: initial reporter facility name: memorial hermann heart & vascular institute at southwest hospital. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31212030) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to a procedure, during prep, one of the technologists noticed that the distal end of the sterile packaging for the envoy da xb, 6f, 95cm, mpd ((B)(4)) was unsealed rendering the catheter non-sterile. A new catheter was used for the procedure. There was no patient involvement, no negative patient impact. On 22-apr-2024, additional information was received. Per the information, the packaging appears not to be sealed. Based on where the packaging is not sealed, the seal of the inner package was not opened. If the packaging was open usually the side seals would be broken and this is not the case. The distal end of the packaging was not sealed but the side seals were intact. It appears as though it was missed during the sealing process. The replacement device was another envoy da xb, 6f, 95cm, mpd ((B)(4)). There was no delay in the procedure as a result of the reported issue. The information indicated that the original device packaging is available for return. There is no damage to the device, however, there may be some damage as it will be fitted in the return kit and may receive some damage.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile envoy da xb, 6f, 95cm, mpd was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the device was folded in two. The device remained inside of the original pouch, which was inspected, and was found that the distal end had no marks of being sealed, compromising the sterility of the product. Due to this a manufacturing investigation was requested. Manufacturing investigation: the returned device was analyzed by the manufacturing team to determine the possible causes of the catheter pouch not being sealed. The characteristics found in the unit received gave a clear indication that the pouch lacked adequate heat for proper sealing. A complaint history for memorial hermann heart & vascular institute at southwest hospital was performed and found no additional complaints reported. A complaint history for envoy product family, found no similar conditions (unsealed pouch) on returned devices. Conclusion: based on the investigation performed the reported defect was confirmed to be originated during manufacturing process, this event requires corrective actions and it will be addressed through cerenovus quality system. A manufacturing record evaluation was performed for the finished device 31212030 number, and no non-conformances related to the malfunction were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Updated sections: b.4, d.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.